Manufacturer narrative:
The accu-chek inform ii test strips expiration date was not provided. The accu-chek inform ii meter serial number was not provided. Both levels of qc were performed on the day of the events and they were acceptable. The customer's material was requested for investigation on 05-dec-2024. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
The reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter compared to the laboratory. At 11:57 a.m. The meter result was 601 mg/dl while at 11:58 a.m. The laboratory result was 189 mg/dl. The patient did not eat prior to this comparison. On (B)(6) 2024: at 5:07 p.m. The meter result was 343 mg/dl while at 5:14 p.m. The laboratory result was 167 mg/dl. The lab results of 189 mg/dl and 167 mg/dl were believed to be correct.

Manufacturer narrative:
The product was not received for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The type of investigation code was updated.